Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cubies are not releasing. A field service engineer, replaced position sensors in or9 and panel to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, had failed drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.